Event description:
It was reported that the 3.0 x 33 mm xience xpedition stent delivery system was removed from the hoop without difficulty. The sheath and stylet were removed without difficulty and the device was then prepped. During prep, it was noted that the stent had dislodged. The stent was found on the table, by the sheath and stylet. The dislodged stent appeared to be slightly expanded in the center. The device was not used in the patient anatomy. A second same size xience xpedition was then used to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgement and stent damage were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.